Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unknown date involving a chemolock¿, 5 units where the customer reported that the device was attached to spiros and with intramuscular injections (im) & subcutaneous injections, spiros allowed needle to continue to spin but it disconnected which caused leaks. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
The complaint of disconnection on item cl2000s-5 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) for lot#13847936 was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.